Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement battery. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic records were downloaded for review. The reported issue could not be verified or duplicated and the cause of the reported issue could not be determined.